Manufacturer narrative:
Reported event: an event regarding other involving an unknown implant was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Comment provided in a net promoter score survey: the quality of your equipment reps has gone way down over the past year which led to the injury of a patient. The surgeon who made the comment has asked to not be contacted.